Manufacturer narrative:
Product investigation: an event of embolization was reported. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018 an amplatzer pfo occluder was implanted. An echo measurement was taken and a 25 mm amplatzer pfo occluder was successfully deployed using a 9 french delivery system. A pre discharge chest x-ray noted the device had embolized into the pa. A CT scan confirmed the location of the device in the right pa. The patient was stable and brought to the cath lab for device retrieval. The device was snared using a 30 mm amplatz gooseneck snare and safely removed without incident. The defect was then recrossed and balloon sizing was performed with 24 mm amplatzer sizing balloon, and a balloon waist measurement of 18-19 mms was measured. A 20 mm septal occluder was successfully deployed, however intra cardiac echo imagining showed some residual shunting on one end of the device. The device was recapture into the delivery systems and replaced with a 22 mm septal occluder. The patient was stable and showed no adverse effects and subsequently discharged to (B)(6) 2018.